Event description:
An lma fastrach airway was inserted and the pt ventilated successfully. An lma fastrach endotracheal tube was inserted through the airway and the airway was removed. During removal of the airway over the ett, the inflation line of the ett broke away fromt he ett. Consequently, the cuff on the ett coult nod be inflated so a tube exchanger was used to swap out etts. There was no pt injury or problem.